Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and insulin was not observed to be flowing out of the cartridge tubing. A cartridge change was performed resolving the occlusion. Additionally, it was reported that resistance was experienced during the fill process. A new cartridge was successfully loaded resolving the issue. Customer's blood glucose level was 451 mg/dl.